Event description:
High rv thresholds causing syncope and causing the ICD to pace the patient at a lower rate then was programmed to. 704905154 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).